Event description:
Infusion problem with piggyback mode before use. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.